Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied to insertion section during user handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope. " " 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end of dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, drop out of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, water tightness was lost due to a pinhole on the bending section cover. The device evaluation found that the connecting tube coating was peeling (1mm squared or more). Additional findings include the following: the connecting tube had a dent, the connecting tube had buckling, the universal cord was deformed, the control unit was deformed, the image guide bundle had significant breakages, the channel brush could not be inserted smoothly due to damage on the channel tube, the forceps could not be inserted smoothly due to damage on the channel tube, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip, and the bending section cover had slack. The following had a scratch: the grip, scope connector, up / down plate, angulation lever, image guide protector, protector of the universal cord on the control section, universal cord, scope cover, control unit, and the switch box. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera bronchofibervideoscope had a bending section cover air leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube coating was peeling (1mm squared or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.